Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during an intraocular lens (iol) implant procedure, the back side of the lens got a sideway crack during implantation. It was suspected that there is sharp material that exists in the cartridge that damaged the iol as it advanced. The iol remains implanted in the patient's eye, and there is no plan to remove it since visual acuity is good.

Manufacturer narrative:
Product evaluation: the used cartridge complaint sample was not returned. The reported damaged lens was not returned for evaluation. A photo was provided of the lens in the eye. No damage is observed. An area is observed which may be foreign material or viscoelastic. A determination cannot be made from the photo. Nine unopened cartridge samples were returned for. The nine unopened cartridge samples were visually inspected. No abnormalities or foreign material was observed. No sharp areas were observed in the inner lumen. One cartridge was selected randomly from the nine-returned unopened samples. Functional testing was conducted. No lens or cartridge damage was observed after the lens delivery. No foreign material was observed. The cartridge was cleaned for further evaluation. Topcoat dye stain testing was conducted with acceptable results. Product history records were reviewed and documentation indicated the product met release criteria. A qualified handpiece was indicated. It is unknown if the indicated lens was in the qualified diopter range of 6.0 to 25.0 diopters. Viscoelastic was not provided. It is unknown if a qualified viscoelastic was used. Root cause: the root cause for the reported lens damage could not be determined. The used cartridge was not returned. The reported damaged iol was not returned. No determination can be made without physical evaluation of the complaint sample. No determination of damage could be made from the photo. It is unknown if the iol was in the qualified diopter range. It is unknown if a qualified viscoelastic was used. Per the dfu: the qualified cartridge/iol combinations have been validated at an ambient temperature of 18 °c using the driving console setting (1.7 mm/sec, 3 seconds, and 3.0 mm/sec for initial velocity, pause and final velocity respectively). Using a higher velocity and shorter pause at lower temperatures, especially with high diopter lenses, could induce damage to iol and/or iol cartridge, affecting successful iol implantation. Although the root cause has not been determined, contributing factors could be: a. Viscoelastic type: the use of a non-qualified viscoelastic may result in delivery issues and/or damage. B. Viscoelastic amount: not using the appropriate amount of viscoelastic as described in the dfu may result in delivery issues and/or damage. C. Delivery speed: if the customer delivers the iol quicker than the dfu describes, this may result in delivery issues and/or damage. The manufacturer internal reference number is: (B)(4).